Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sdr303b ipg, implanted (B)(6)2006. (B)(4)

Event description:
It was reported that the patient's right ventricular (rv) lead had over-sensing during observations in a follow up clinic. While being evaluated for over-sensing, the patient's device parameters were adjusted which caused intermittent loss of capture of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.